Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the distal edge of the distal markerband was revealed. There was balloon material lifted around the pinhole with a deep scratch to the left and right of the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds of the balloon. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 40% stenosed target lesion was located in the non tortuous and mildly calcified was located in an arteriovenous graft(avg). A 3.0mm x 150mm x 150cm sterling¿ sl balloon catheter was selected for use to dilate the lesion. Upon the first inflation, the balloon ruptured at 11 atmospheres for a duration of 10 seconds. The device was completely removed from the patient by simply pulling the device back and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 40% stenosed target lesion was located in the non tortuous and mildly calcified was located in an arteriovenous graft(avg). A 3.0mm x 150mm x 150cm sterling¿ sl balloon catheter was selected for use to dilate the lesion. Upon the first inflation, the balloon ruptured at 11 atmospheres for a duration of 10 seconds. The device was completely removed from the patient by simply pulling the device back and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.